Manufacturer narrative:
(B) (4). The device referred to in the event description is not sold in the USA, but is similar to a product which is sold in the USA. The 510(k) for the similar product is k020332. Method: the returned breathing circuit was visually inspected for disconnection and pressure tested for leaks. A water bath test was also carried out to locate the source of any leak. Results: the swivel y piece consists of two circular parts (an inner and an outer part) that fit tightly together and allow the breathing circuit y piece a swivel movement. On the returned breathing circuit, the two parts of the swivel y piece were disconnected. A pressure test was carried out on the returned breathing circuit, after the two parts of the swivel y piece had been reconnected. The breathing circuit exhibited a leak outside the allowable limits. During the water bath test, the leak was located at the swivel y piece. The reconnected swivel y piece was rotated and manipulated about a normal range of motion and did not disconnect. Conclusion: all breathing circuits are pressure tested for leaks during production and those that fail are rejected. (B) (4).

Event description:
A healthcare facility in (B) (6) reported via our distributor that the swivel connector on the y piece of an rt127 infant breathing circuit became detached during use. No pt consequence was reported.